Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported endophthalmitis 6 weeks post-op in the unknown eye against the xen®45 gts. Treatment was provided as opened the conjunctiva to clean out the infection which resided at the site, lensectomy and vitrectomy. The patient is showing signs of improvement but additional surgery is required to replace the lens. The device remains implanted at this time as physician could not actually locate the xen®45 gts.